Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was 36 mg/dl. Customer had treated their blood glucose with food. The customer also reported their belt clip was broken. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.